Event description:
It was reported the patient presented for a leadless pacemaker (lp) implant. During mapping, a second location was needed. The lp was re-covered, and resistance was noted. The lp was reoriented, and this relieved the resistance, but the helix was discovered to be extended. The lp was exchanged, and the procedure completed without issue. The patient was stable.

Manufacturer narrative:
Device record history was reviewed and found to be complete. The product passed all quality control tests prior to its distribution. The reported event of stretched helix was confirmed. Visual inspection noted helix was stretched out of specification. The helix elongation is consistent with having occurred during implant procedure. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.